Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiples signs of abrasion along the lead body. In particular 39 cm to 41 cm distal to the is-1 connector pin, the insulation was found rubbed through. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore cuts in the insulation were observed which most likely occurred during the extraction procedure. Blood penetrated the lead in these areas. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that this rv lead had rising thresholds. At implant thresholds were 0.4v @ 0.4ms. On (B)(6) 2013 the thresholds were at 1.4v. This lead was explanted during a system upgrade on (B)(6) 2016. There were no new allegations against this lead at the time of explant.